Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant informed the caller of potential reasons for the clinical observations and troubleshooting. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system had been exhibiting abrupt increases in pacing impedance measurements with some measurements greater than 2000 ohms on the right ventricular (rv) channel. Additionally, threshold measurements had increased. A review of the device data identified a signal artifact monitor (sam) event that was suspect for noise/interaction with the minute ventilation feature. Additionally, there was a non physiologic signal noted that was suspect for lead damage. Another sam event was noted with artifact detected on the atrial channel. An inappropriate atrial tachycardia response event had been stored due to oversensing of the noise. A revision procedure was performed and this implantable device was explanted and replaced. The associated rv competitive lead was surgically abandoned. Initial attempts to replace this lead resulted in a pericardial effusion. A replacement lead was subsequently implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.